Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the doctor noticed that the lens loader was cracked and would not load the lens. They then re-inserted the same lens into a second lens loader and realized that the lens was scratched. They then had to use a third loader. There are two medical device reports associated with this report. This report is for the second cartridge used with the same unspecified lens that was used in the first cartridge.